Manufacturer narrative:
Results: the strain relief was offset approximately 1.0 cm from the hub. Upon unwinding the strain relief for further investigation, the penumbra system 5max ace reperfusion catheter (5max ace) was revealed to be fractured under the strain relief approximately 0.8 cm from the hub. Conclusions: evaluation of the returned device revealed the 5max ace was fractured under the strain relief. This type of damage typically occurs due to improper handling during preparation. If the 5max ace is manipulated forcefully or at an angle during removal from the packaging, damage such as this may occur. 5max ace devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a percutaneous transluminal angioplasty and thrombectomy procedure, the physician noticed that the penumbra system 5max ace reperfusion catheter (5max ace) hypotube was kinked upon removal from the dispenser hoop. The kinked 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace.